Event description:
The company was notified that part of the electrode array of the patient's implanted device has likely migrated outside of the cochlea. An x-ray has been scheduled to determine electrode placement. Surgery to reposition the patient's device is under evaluation.